Manufacturer narrative:
On june 26, july 10 and july 20, 2015, 3m espe contacted the dental professional to obtain additional information about this situation. The dental professional did not respond to any of the attempts to collect the additional information. While the investigation into this potential event was ongoing, 3m espe became aware of other endodontic events in patients with lava ultimate crown from other dental professionals. Therefore, even though details such as the date of occurrence, health status of the tooth prior to the placement of the crown, etc., remain unavailable, this situation is being reported.

Event description:
During a retrospective review of records, it was identified that a dentist reported a case where a patient with a 3m espe lava ultimate cad/cam restorative for cerec was undergoing an endodontic procedure. During the procedure, the crown came off. The dentist originally contacted 3m espe on (B)(6) 2013, for information on how to modify and re-seat the crown. The dental professional did not respond to multiple requests for information; thus, detail in this complaint is limited.